Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the pump screen is scratched. The customer stated that the damage is a wear and tear from having his device in his pocket with other items. The customer stated that he can't read the pump screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.